Manufacturer narrative:
510k: this report is for an unknown tfna nails/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: klima m., comparison of early fatigue failure of the tfna and gamma 3 cephalomedullary nails in the united states from 2015-2019, journal of orthopaedic trauma xxxxxxx, pages 1-24 (USA) doi: 10.1097/bot.0000000000001864. This study aims to compare reports of implant fatigue failure to the FDA of two commonly used cephalomedullary nails, the trochanteric fixation nail-advanced (tfna) and gamma 3, to evaluate differences in time from implantation to failure, and to determine factors contributing to early failures. From january 2015 to october 2019 a search of the maude database with problem code ¿break¿, and problem class ¿nail¿ was performed. A total of 2,724 medical device reports were submitted to the FDA regarding gamma 3 and tfna (1,651 and 978, respectively). Tfna comprised 350 reports coded "break" that included the implants, instrumentation or implant components such as distal interlocking screw. Only 191 of the 350 reports contained the date of implantation in the report. 8 additional reports were removed by the investigator as they were identified as duplicate or miscategorized, leaving 183 reports for analysis. The following complications were reported as follows: 183 tfna were reported for fatigue failure. For both implants, the two most common categories of reports were implant fatigue failure with 342 reports and femoral head cutout with 334 reports. In total, 61 tfna implants were reported to have failed within the first 4 months. All implant fractures occurred in the same location through the proximal screw aperture. In total, 23 implants were returned to the manufacturer for inspection with available report. Only two of the inspections detailed "radial scuff marks" and "burrs" located along the lateral margin of the proximal screw aperture made by contact with a drill that accelerate fatigue. This report is for an unknown synthes tfna nails. This is report 1 of 1 for (B)(4).